Event description:
A pt was treated for two warts, one on their palm and one on their finger. Customer contacted call center 2 days later to report that the finger was infected. Pt was seen by a doctor the day before, physician prescribed an ointment (bacterban sp). Customer went back to doctor's next day due to pain. A dermatologist prescribed ointment and an antibiotic. The treated area (on the finger) is discolored (red, white, black). The treated area of the palm is fine. One of the physicians diagnosed as frost bite. Dermatologist has advised that if it doesn't heal skin grafts and a plastic surgeon may be needed.